Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Information was provided that in the surgeon's opinion, there was no issue with the quality of the lens. The surgeon's opinion of the cause of the event was the patient's non-neuroadaptation to the multifocal iol. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company (1.50), 21.0 diopter (add power +2.2/+3.2) lens was replaced with a monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The file will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had poor distance vision. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as company model lens non adapt, failure of neuroadaption. Additional information has been requested. This report is associated with multiple complaints. This file is 1 of 2.